Event description:
Additional information from the company representative via the healthcare provider (hcp) stated that the cultures did come back with pseudomonas however they recently saw the patient and she was doing very well and they were optimistic there would be no further concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (750 mcg/ml at 139 mcg/day) and bupivacaine (30 mg/ml at an unknown dose) via an implanted pump for an unknown indication for use. It was reported that the patient's pump pocket incision did not fully close and there was a seroma in the pump pocket and drainage from the pump pocket incision. There were no known external factors that may have caused or contributed to the event. It was reported two weeks ago the hcp aspirated the seroma and treated the patient with antibiotics. Diagnostics/troubleshooting included lab work to look for an infection. Actions/interventions included incision and drainage today and antibiotics were given. It was reported that the seroma pocket was separate from the pump pocket. The hcp did not see anything that showed obvious signs of infection. It was unknown if the issue was resolved at the time of the report. The patient's status was "alive-no injury". The patient's weight at the time of the event was 18kg. The patient's medical history was asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.